Event description:
While attempting to inflate dignishield balloon through (green) inflation port, external balloon failed, rn noted hearing a pop, water leaking from the external balloon. Rn unable to aspirate from balloon. Rn removed inflation port from drainage tubing to facilitate passive fluid removal. Internal balloon manually removed from patient still partially inflated due to inability to aspirate. No blood noted on internal balloon upon removal.